Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance rose above the programmed alert threshold and a polarity switch occurred. The lead was left in the unipolar pacing configuration and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had high thresholds and high impedance. The lead was capped and replaced.